Manufacturer narrative:
This report is being filed to provide additional information in b5 and h6. Investigation is in process. A follow-up report will be provided.

Event description:
Additional information received from customer: the event occurred during a rotator cuff repair surgery. There was no case delay, and all the fragments were retrieved from inside the patient.

Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged ar-7237-7 serial/batch number (B)(6) was received for investigation. Upon evaluation, the transition suture was noted to be frayed. Both ends of the tip were stiffened, an indication that the suture tails were intact. The evaluation included measuring the overall length using drawing specifications. C0672 at revision 35 (overall length 30.0 ± .5). The result, 29.5in the returned device, is within tolerance¿no problem found. No functional test is applicable for this device. User error is the most likely cause(s) of the reported failure. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-7237-7 fibertape broke when tensioning it. The case was completed using a product from another manufacturer. This was discovered during a procedure on (B)(6) 2023. Additional information requested.